Event description:
It was reported that the customer experienced high blood glucose. Troubleshooting was performed, and the displacement test passed. It was stated that the customer does see bumps and is using the recall reservoirs. It was stated that the insulin pump possible may have been under delivering, which caused the customer's glucose level to rise. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.